Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The unit p-cap test and reservoir locked in place properly. The pump was received with no button response due to moisture damage found on the keypad connector j1 and pcb1 assembly during visual inspection. Unable to perform the displacement test and self test due to no button response. The pump was cut open and traces of moisture on pcba1 noted during visual inspection. ¿the pump was received with minor scratches on lcd window, cracked keypad overlay, missing display window cover and scratched case. In summary, customer alleged cracked keypad overlay confirmed. Keypad/button unresponsive/button error confirmed. Exposed to moisture confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was requested and the device was returned for analysis.